Event description:
In this event it is reported that a patient experienced an allergic reaction from wearing the aligner arch. Outcome of this event is unknown as of this MDR; unknown if patient needed medical intervention. Unknown if patient has any known allergies to this or plastic materials. Additional information has been requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device will not be returned for evaluation. However, the lot/sn/order number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation found in the DHR no reported problems or deviations during the manufacturing process. - no defect.